Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed an pocket infection approximately one-month after the implant of the cardiac resynchronization therapy pacemaker (crt-p) with an antibacterial absorbable envelope. The crt-p system was explanted and replaced with a leadless implantable pulse generator (ipg). No further patient complications have been reported as a result of this event.